Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. The customer was consuming ¿lots of water¿ and contacting their hcp to obtain manual insulin therapy supplies to address their elevated bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.